Manufacturer narrative:
The reported observation of ¿inoperable ipg¿ was not confirmed. The root cause of the reported observation was not ascertained as the device battery was not depleted at the time of explant and the device had not declared elective replacement indication (eri) or end of life (eol). The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Analysis has confirmed normal device characteristics. Device was not inoperable nor had device declared eri. This incident does not meet reportability criteria.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was explanted and replaced. Therapy was restored following the procedure.